Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer's blood glucose level was 432 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer stated the insulin pump was not going into auto mode. The customer also stated the insulin pump said active insulin updating and had an insulin flow block alarm. The insulin pump will not be returned for analysis.